Event description:
It was reported the 3 way tap of the 'bakri tamponade balloon catheter' identified embedded in the cervix. A bakri balloon was inserted in the uterus of the patient on (B)(6) 2023, in response to a postpartum hemorrhage post birth. Upon removal of the balloon on (B)(6) 2023, it was noted that the 3-way tap was missing. It was confirmed to be present prior to insertion. Abdominal/pelvic x-ray was performed, and the device component was unable to be identified and the patient was discharged from the hospital on (B)(6) 2023. The patient followed up with their gynecologist who diagnosed an ongoing bacterial vaginosis. During a speculum examination and hysteroscopy, the 3-way tap was identified embedded in the cervix. On (B)(6) 2023, the device component was surgically removed and bacterial vaginosis treated. No other adverse effects were reported for this incident.

Manufacturer narrative:
H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h5 investigation ¿ evaluation it was reported the 3 way tap of the 'bakri tamponade balloon catheter' identified embedded in the cervix. A bakri balloon was inserted in the uterus of the patient on (B)(6) 2023, in response to a postpartum hemorrhage post birth. Upon removal of the balloon on (B)(6) 2023, it was noted that the 3-way tap was missing. It was confirmed to be present prior to insertion. Abdominal/pelvic x-ray was performed, and the device component was unable to be identified and the patient was discharged from the hospital on (B)(6) 2023. The patient followed up with their gynecologist who diagnosed an ongoing bacterial vaginosis. During a speculum examination and hysteroscopy, the 3-way tap was identified embedded in the cervix. On (B)(6) 2023, the device component was surgically removed and bacterial vaginosis treated. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history found no related discrepancies or additional complaints on the final or sub-assembly lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 ¿bakri postpartum balloon, provides the following information to the user related to the reported failure mode: instructions "transabdominal placement, post-cesarean section" "1. Determine uterine volume by direct examination." "2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." Based on the information provided, no product returned, and the results of the investigation, a definitive cause of the reported event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.